Manufacturer narrative:
This report is submitted on november 09, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2007 due to an infection resulting from the formation of retro-auricular abscess with swelling and fistulisation. There are no plans to reimplant the patient with a new device as of the date of this report and additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported) for the infection. This report is submitted on december 7, 2021.